Event description:
A pt reported blood glucose results of 275 mg/dl, 211 mg/dl, 163 mg/dl and 178 mg/dl with a lifescan meter, performed within 10 minutes of each other. Meter and test strips were replaced.